Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had pain and the patient experienced loss of stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.